Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 5 of 5. The technical service representative (tsr) explained the alarm. The home patient (hp) had no unused lines, did not disconnect. The tsr assisted to retrieve cassette, advised to let the registered nurse (rn) know about the alarm. The hp will continue therapy using manual supplies, no samples are available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.